Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a laparoscopic cholecystectomy the e-sep pencil failed. The tech pushed the button to simulate using the device (not on a patient) and when the button was pressed, the device stayed on even when the button was not being pressed. The device was giving an error on the console so another evac pencil had to be pulled for the case. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a laparoscopic cholecystectomy the e-sep pencil failed. The tech pushed the button to simulate using the device (not on a patient) and when the button was pressed, the device stayed on even when the button was not being pressed. The device was giving an error on the console so another evac pencil had to be pulled for the case. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.